Manufacturer narrative:
Additional information was received that the patient had loss of stimulation due to lead migration. The patient underwent a lead revision procedure wherein a new lead was added. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.